Event description:
It was reported that after successful implantation of the stent in the right internal carotid artery, the doctor attempted to retrieve the accunet with the recovery catheter, but it caught on the stent and became immobile. The doctor finally removed the recovery catheter and then attempted to remove the accunet filter basket through the stent. The filter became entangled on the stent and the filter basket detached. The patient was sent to the surgical department for intervention.